Event description:
The complaint was reported as: the customer alleges that the breathing circuit failed est pressure testing on a 7200 puritan bennett ventilator. No report of pt injury or pt involvement.

Manufacturer narrative:
A visual, dimensional, and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The assembly process and manufacturing procedure for catalog number 1607 were reviewed and no findings related to the reported issue were found. The device history record (DHR) for the reported lot number (02g1000660) was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The DHR shows that the product was assembled and inspected according to our specifications. No non-conformance reports were originated for the reported lot number that can be associated to the complaint reported. The customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine the root cause.